Event description:
The biorci ha screw broke while the surgeon was fastening the device into the bone. The screw was removed and the procedure completed successfully using a different type screw. There was no procedural delay or patient injury reported. All visible particulate has been removed.